Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while cycling. The patient had no symptoms at the time the shock was delivered. It was reported that the device had selected the secondary vector after implant, but myopotential noise was produced during an exercise test so the vector was manually programmed to primary. In the shock episode, the r-wave amplitudes had diminished, some noise was present, and oversensing occurred. X-rays were performed and it as noted the electrode had moved since implant. The physician planned to reposition the electrode; however, there was concern the r-wave amplitudes would continue to be small. Device and screening data, as well as the x-rays, were submitted to technical services for review. No adverse patient effects were reported, outside of the inappropriate shock that was received. At this time, the device and electrode remain implanted and in service. Technical services reviewed the data and noted the inappropriate shock was due to a combination of low r-wave amplitudes and myopotential oversensing. Currently the secondary vector did not show myopotential noise, but had some r-wave amplitude variability; further troubleshooting in secondary was recommended to evaluate sensing with patient movements and posture changes. However, the electrode dislodgement was likely responsible for the overall decrease in r-wave amplitudes across all vectors. Additional comparison of x-rays at implant to current x-rays was recommended, along with a new screening to check r-wave amplitudes and their stability across postures and during the recovery phase after an elevated heart rate. The field representative later reported that the electrode was repositioned successfully. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.